Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for his low blood glucose level of 35 mg/dl. The customer received no delivery alarms. His most recent blood glucose level was 369 mg/dl. The product was not returned. Nothing further to report.